Event description:
Date of event is approximate. I do not have the pt record at this moment. An atrium abdominal for hernia repair. Surgeon informed pt that procedure was 1-2 hospital stays. Due to extreme pain and bowel problems, hospital stay was extended more than a week and pt was required to use a walker for the first time in her life. Following discharge, the pt has had nearly daily pain, continued pain and extension of hernia, bowel difficulties, and has returned several times for scan and tests. The surgeon reported that the mesh screen had adhered itself to the muscles and removal of the screen would require lengthy and delicate surgery. The pt was told to take otc nsaids and "see how it goes to walk". It was necessary to use a cane for approx 5 months I am the pt and am still in pain one year post-surgery. Place this screen on your recall list. Pain is noted at edges of screen when ending down, turning to side, or simply sitting or walking. Pain in hip and knee and especially sharp pain where "incisional tear" was expected to resolve itself a year ago. Bowel discomfort, extension, protrusion of hernia, diarrhea very frequently. Place this screen on your recall list please.